Manufacturer narrative:
The corp has not rec'd the product and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device had no display. Complainant indicated that there was no pt involvement in the reported malfunction.